Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the rubella calibration failed with error code 1001 on the axsym analyzer. The abbott customer technical advocate recommended checking the priming of solution 3, rinsing solutions 1 and 3, and centrifuging the calibrators prior to use. A follow-up with the customer confirmed the recommended troubleshooting resolved the issue. No impact to pt mgmt was reported.